Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4 - catalog #, serial #, UDI, exp date. H4 - mfg date. The following sections were corrected: d6a.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The patient underwent an exactech hip prosthesis implant in 2020. Due to premature inlay wear and the company's recall, the revision took place on (B)(6)2024 with the inlay being changed to a specially approved inlay. Due to subluxations and complaints, another change took place on (B)(6) 2024. The patient was presented to our emergency room again on (B)(6) 2024 with local signs of infection from the follow-up treatment. Emergency diagnostics revealed a high suspicion of an early infection, so that another revision was carried out. The suspicion of infection was confirmed and an attempt was made to preserve the prosthesis by changing the inlay and the head, extensive debridement, jet lavage with granudacyn and taking samples for microbiological testing. A staph. Aureus infection was detected here. Intravenous antibiotics were administered for 14 days in accordance with the antibiogram, which were then orally administered for a further 10 weeks. The patient was able to be discharged back to the ahb facility. (B)(6) 2024 revision reported under MDR# 1038671-2024-01747. (B)(6) 2024 revision reported under MDR# 1038671-2024-04818.